Manufacturer narrative:
UDI number for this product code is not required. The actual device was returned to the manufacturing facility in two (2) pieces received on different dates. The first piece received on may 26, 2017. Visual inspection found the sample to be connected to a non-terumo extension tube. The damaged catheter was separated from the catheter-tip as initially reported. Overall length of the damaged catheter was measured to be 52mm long, while the normal length is 32mm. Based on our visual observation and assumption, the damage appeared to be twisted and flattened. The second piece was received on june 5, 2017. Visual inspection found the catheter-hub to be damaged. The catheter also appeared to be stretched and deformed elliptically. When closely observed it was detached from the caulking pin, in which the tip of the catheter is firmly pressed inside its hub. Manufacture inspection records were traced back 5 years, in which the duration is equivalent to the expiration of the reported device. No defective properties, such as catheter damage or scratch to degrade functionality of the catheter were detected. Furthermore, there has been no similar incidents ever reported by other medical institution. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported separation of the catheter during use of the device. Follow up communication with the user facility reported the following information: the event occurred at building complex 6b in the facility at 23:20 on (B)(6); during a routine check of the patient hep-lock intravenous line was found disconnected; closer observation of the damage noted the catheter portion of the terumo surshield safety i.v. Catheter was completely separated from the system; the fragment was later found on the patient's bed; the patient is reported to be (B)(6) male who currently suffers from dementia; the patient sometimes gets strapped to the bed due to struggling with oneself; according to a chief nurse, a pair of mittens are normally worn by the patient during the infusion process but were not worn when this event was first witnessed as hep-lock treatment was being undertaken; and no influential impact to the patient, as damaged catheter was found in patient's bed.